Event description:
It was reported that the customer experienced issues with the reservoir during the insertion process. The customer stated that she prepared the reservoir, but it would not push through into the insulin pump when she clipped it into the tube. She stated that the issue was resolved when she changed out the reservoir. She noted that she had already disconnected and reconnected to troubleshoot the issue, but she could not move the plunger rod. She also observed bent infusion set cannulas on 2 infusion sets upon insertion. She did not know the blood glucose reading. She was advised that the supplies would be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and or used reservoir was manually tested and it was determined the plunger connects easily and releases from stopper to plunger.